Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial:(B)(6). Batch: 7117799.

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital following a fall. It was discovered that the patient had developed a gastric intestinal (gi) clostridioides difficile (c.diff) infection. The patient was treated for the infection in the hospital and released to a rehabilitation hospital for recovery.